Manufacturer narrative:
The customer observed mixers on the analyzer would not move and error codes [5723 unable to perform mixer arm movement, upper sensor not detected] and [6513 optics system failure, fluctuation above maximum range, bichromatic check.] Were observed. Service inspected the analyzer and determined the mixer head assy, 16 (rohs) part # 7-202575-01 to be the cause of the issue. The part was replaced resolving the issue. A review of the service history for the architect c16000 analyzer identified no additional contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of complaint and trending data for the mixer head assy identified no issues or trends. Device history records associated with the part did not identify any issues. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified. Patient identifier: multiple = (B)(6). Patient information: no further information was provided. Complete entry = (B)(6).

Event description:
The customer obtained falsely elevated creatinine (enzymatic) results while using the architect c16000. The customer indicated the samples were tested while the analyzer mixers were stuck and not moving. The following discrepant results were provided: sample ID (B)(6): 159 and 47 umol/l. Sample ID (B)(6): 520 and 56 umol/l. No impact to patient management was reported.